Manufacturer narrative:
The device was returned to the MFR for eval. The quality investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the mask communication unit did not work during the procedure. The procedure was completed without the use of navigation. There was a delay of 45 minutes, but there were no allegations of adverse consequences associated with the event.